Event description:
During index procedure the patient had three endeavor sprint drug eluting stents, two in the lad and one in the ob marg. It is reported that the 31 months post index procedure, the patient suffered a mi. The patient was treated with medication. Investigator has assessed that the event was not related to the study device. It is reported that the event is resolved. It is reported that 32 months post index procedure, the patient suffered pulmonary fibrosis which lead to death.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4): the previously reported mi occurred one day post the previously reported date.

Event description:
The clinical events committee adjudicated that the cause of patient death was cardiovascular collapse due to acute respiratory failure as a consequence of interstitial fibrotic lung disease.